Event description:
As reported by the user facility: event description #1: customer states, "we are doing a study with a drug. On the first infusion, the medication went in quicker than expected. It was set to 10ml/hr. The infusion started at 7:59 and finished at 8:57. Two high pressure alarms went off during this time. The anesthesiologist checked the lines for kinking and moved the lines and the alarms stopped. During the second infusion of the same medication went in slower than expected. It started at 1508 and finished at 1616. No alarms during the second infusion." So based on the time table the first infusion was on over infusion. The second infusion was an under infusion. About 10ml of medication was given for both incidents, but just a different time amount. First one infused om 58 minutes. Second one infused in 68 minutes. This is a study medication and the name of it can't be stated. This medication could be a placebo for both infusions. It is not a chemo medication. No patient injury.

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow up report will be provided when the investigation results become available. Please note: event # 2 is being submitted under MFR report # 2523676-2014-00388. (B)(4).